Manufacturer narrative:
(B)(4). Batch # l92p0x. Additional information was requested and the following was obtained: what was the issue with the cut, did the device cut, what was the issue with the electric cut-off, were all of the tones heard: the information I have is that there was a malfunction of the cut and difficulty in the activation of the electric cut, besides malfunctioning in the pincer joint. The clamp was replaced with another enseal clamp (nslg2c25) which was used without problems, so the doctor knew how to use the device. There was no one accompanying the surgery. In your response it was stated there was ¿malfunctioning in the pincer point¿. What does a ¿malfunctioning in the pincer point¿ mean: the dr states: ¿there was a problem with the cut-off feature in triggering the power cut so there was a problem. The device was received with yielding on the articulation joint. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, and this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message twice. The device was disassembled and it was noted that the active rod was disconnected, affecting the functionality of the device. It is possible that the damage to the articulation joint can occur after the device undergoes heavy loading. No conclusion could be reached as to how the active rod got disconnected. Additionally, as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was a malfunction of the articulation of the device, the cut (cold cut function) and in the electric cut off. Another like device was used to complete the procedure. There were no adverse consequences for the patient.